Manufacturer narrative:
Analysis: the device was not returned for analysis. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: reoperations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. In this case, this ring was explanted and replaced with another ring due to dehiscence of the mitral valve at the 2 and 3 o'clock positions.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information from this patient's physician that four years post implant of this annuloplasty ring in the mitral position, the patient presented with increasing fatigue. This ring was explanted and replaced due to dehiscence of the mitral valve at the 2 and 3 o'clock positions. There were no other adverse patient effects due to the device replacement or procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.